Event description:
Baxter reported 1 incident of solution leaking from the top of the pt line of the homechoice set during prime in anticipation of a home pt's automated peritoneal dialysis therapy. No pt injury or medical intervention was indicated by baxter.

Manufacturer narrative:
Sample not yet rec'd by baxter's prod analysis lab for eval. A f/u medwatch will be submitted when the sample analysis is complete.